Event description:
In 06, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. All devices were successfully deployed according to protocol, however, a final angiogram showed that, both renal arteries had been unintentionally covered by the trunk-ipsilateral leg component. An open repair was performed and all devices were explanted and discarded. The surgeon believes the unintentional arterial coverings was most likely due to unanticipated movement during the procedure of either the operating table or the c-arm. The pt tolerated all interventions.

Manufacturer narrative:
Please note: other devices used during this event include; pxc201200 and pxc201400.